Event description:
It was reported that the event occurred while in the cath lab. When therapy was started the pump alarmed helium loss, blood was observed in the helium line and the pump stopped immediately. No blood went into the pump. As a result, the iab was removed. The md decided at that time not to replace it. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy with no harm to the pt. The pt outcome was okay.

Manufacturer narrative:
(B)(4). Follow-up report will be filed additional information becomes available.